Event description:
The customer reported that the knife blade would not retract and the jaws would no longer open while on a sealed vessel. Tissue adjacent to the jaws was resected with the use of surgical scissors in order to remove the device. It was noted that the device was cleaned frequently. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.